Event description:
It was reported that a pt underwent an unk procedure on an unk date and a drain was placed using silk suture. The pt was sent home with the drain in place. The following day the pt called the doctor's office to report that the drain was not draining and that the pt's fluid was coming out of the wound. The pt returned to the doctor's office where the suture was loosened thus remedying the situation. No adverse pt consequences occurred. The surgeon opines that when he "secured the drain with the silk suture, it partially occluded the drain."

Manufacturer narrative:
(B)(4) - poor wound drainage. Conclusion: the device info for use states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound."